Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the inserter delivered the lens upside down. The surgeon was able to manipulate the lens to get it turned right-side-up and the lens did not need explanted, they was able to still use the lens as intended. The surgery was completed on the same day without any harm to the patient.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).